Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of alinity c calcium reagent lot 93051un23. A review of complaints determined that there are no trends for the product for the complaint issue. A review of tickets determined there is as expected complaint activity for lot number 93051un23. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity c calcium assay for lot 93051un23 was identified.

Event description:
The customer observed falsely decreased calcium results generated on alinity c processing module for one patient from two different specimens. The results provided were: initial on alinity (B)(6) /repeated on (B)(6). On (B)(6) 2024 sid (B)(6) calcium=1.141 mmol/l /repeated=1.061 mmol/l /repeated=1.404 and 1.384 mmol/l; after the physician questioned the results repeated from second specimen which used for electrophoresis on (B)(6) 2024 on alinity (B)(6) processing module: calcium=2.305 mmol/l laboratory reference range: calcium= 2.15 to 2.5 mmol/l there was no reported impact to patient management.

Event description:
The customer observed falsely decreased calcium results generated on alinity c processing module for one patient from two different specimens. The results provided were: initial on alinity (B)(6) /repeated on (B)(6) on (B)(6) 2024 sid (B)(6) calcium=1.141 mmol/l /repeated=1.061 mmol/l /repeated=1.404 and 1.384 mmol/l; after the physician questioned the results repeated from second specimen which used for electrophoresis on (B)(6) 2024 on alinity (B)(6) processing module: calcium=2.305 mmol/l laboratory reference range: calcium= 2.15 to 2.5 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.